Event description:
To ER 5/29/96 via ambulance. Apparently developed infection at pacer site and skin opened up extruding the pacer out of the pocket. Heart rate 48. Monitor shows pacer spikes without any capture. 5/30/96 placement of permanent transvenous pacemaker via right subclavian vein and removal of left side pacemaker with capping and wire.